Event description:
It was reported the laparoscopic inguinal hernia repair. It was reported by the rep the surgeon was stapling mesh on the cooper's ligament. After four staples the device jammed and wouldn't fire. Another ems was opened and the case was finished without further incident. There was no consequence to the pt.